Event description:
The customer reported that unit was being used to transport a patient when the unit alarmed displaying da pcba adc failed vent inop occurrence. The customer reported there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that unit was being used to transport a patient when the unit alarmed displaying da pcba adc failed vent inop occurrence. The customer reported there was no patient involvement.